Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neoflon¿ pro IV cannula experienced foreign matter on device cannula. The following information was provided by the initial reporter: this report is about foreign material. Rust-like, black spots was found near the needle tip.

Event description:
It was reported that the bd neoflon¿ pro IV cannula experienced foreign matter on device cannula. The following information was provided by the initial reporter: this report is about foreign material. Rust-like, black spots was found near the needle tip.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 6 photos and 2 opened samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample photos was not able to confirm the defect reported. Analysis of the 2 opened samples showed that one of the samples had black foreign matter (fm) on the returned sample. The particulates underwent fourier-transform infrared spectroscopy (ftir) testing to determine the composition of the foreign object and the results showed that the fm was most likely polyamide. A review of our manufacturing process was not able to determine the source of the fm particulate. Bd determined that the cause of the failure was possibly caused during the handling of the products. Since the samples were returned opened, and we cannot confirm how the samples were used during the incident, we cannot confirm an exact root cause. Production records were reviewed, and this batch meets our manufacturing specification requirements.